Event description:
It was reported that during the procedure, pre-dilatation of a diffusely diseased and heavily calcified, concentric, 99% stenosed de novo lesion in the moderately tortuous left main to mid left anterior descending (lad) artery was performed using a 2.25x15 trek balloon dilatation catheter (bdc), followed by intravascular ultrasound. A 2.5x12 trek rx bdc was then advanced to perform additional pre-dilatation, but was unable to cross the lesion; after withdrawal from the anatomy, the tip was noted to be flared. A non-abbott bdc was used to complete pre-dilatation. A 3.5x28 rx xience prime stent delivery system (sds) was then advanced and its stent deployed at the distal end of the lesion. A 2.5x33 rx xience prime sds was then advanced toward the proximal end of the lesion but was unable to cross the lesion due to the heavy calcification. The 2.5x33 rx xience prime sds was withdrawn from the anatomy with slight resistance felt; flared stent struts were noted. A 2.75x33 rx xience prime stent was deployed in the proximal lad and a 3.5x28 rx xience prime stent was deployed in the left main artery, completing the procedure. There were no adverse patient effects and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. Evaluation summary: the device was returned for evaluation. The reported stent damage was not confirmed; however, follow-up confirmed that the flared struts were manipulated into place by the account. The failure to advance and resistance during withdrawal could not be replicated in a testing environment as it was based on operational circumstance. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states: do not manipulate, touch, or handle the stent with your fingers, which may cause coating damage, contamination, or stent dislodgement from the delivery balloon. Based on the information reviewed, there is no indication of a product deficiency.